Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse from the (B)(6) of cloudy effluent in a patient coincident with extraneal therapy for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. Since beginning treatment with extraneal, the patient had always experienced cloudy effluent. The patient did not report this to the renal unit. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow-up information was received by the nurse. The adverse event of cloudy effluent was amended to sterile peritonitis. On (B)(6) 2012, the patient experienced sterile peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient hag a cloudy bag. On (B)(6) 2012, the pd bag continued to be cloudy. On (B)(6) 2012, extraneal therapy was discontinued. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.